Manufacturer narrative:
1 of the 2: product was not returned for investigation. Therefore, no conclusion may be drawn to the nature of the event. 1 of the 2: evaluation is pending.

Event description:
This report is a summary of two (2) malfunction events. A review of the event(s) involved a device experiencing a broken abutment or abutment hex. No adverse event patient information was reported. No information regarding patient demographics have been provided.